Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the likely causes include damage to parts due to wear, deterioration, deformation, or physical stress, with no issues related to design or manufacturing. Therefore, the most probable cause of this complaint is expected or random component failure, unrelated to any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the glue on the bending section cover of the fiberscope was detached. There was not patient involvement.